Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. The reported failure to advance and the reported difficult to remove device were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily torturous, heavily calcified and 95% stenosed anatomy resulting in the reported failure to advance. As the device was removed interaction with the anatomy and/or other devices resulted in the reported difficulty to remove and ultimately resulted in the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal left circumflex (lcx) artery with heavy tortuosity and heavy calcification that was 95% stenosed. The 2.25 x 23 mm xience alpine stent delivery system (sds) was advanced; however, would not cross due to the anatomy. Resistance was also felt during retraction of the sds and the stent implant dislodged from the balloon. The stent implant then migrated to the renal artery and was able to be retrieved using a snare device. The procedure was successfully completed when the entry site was changed from radial to femoral. There were no adverse patient effects or clinically significant delay reported in the procedure. No additional information is available.